Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened and released from the capture coil; however, the capture coil and pipeline braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
(Checked the boxes for consumer, health professional, and user facility)(B)(4)

Event description:
Treatment of a large unruptured aneurysm measuring 15mm located in the cavernous segment of the right ica (internal carotid artery). The patient was on dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 30mm) could not be released from the capture coil despite using advanced deployment techniques. The pipeline was removed from the patient and another pipeline was implanted to complete the procedure. It was reported the patient was doing well. No patient injury was reported as a result of the procedure.